Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that a couple years ago, the device started hurting on and off again at the ins site. The patient thought that the device might have moved; it sticks out, is a lump, and they can feel it. They stated that it doesn¿t hurt all the time, just sometimes, mainly when they are sitting, and enough to where they want it taken out. It was recommended that the patient talk to their healthcare provider about taking it out. They also noted that they no longer use the device, but it is still implanted.